Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had visual disturbances. The lens was exchanged for a different model iol. In a follow up, the surgeon reported that the event resolved with the lens exchange treatment.